Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, when powered on during testing, a 980 ventilator screen was not working. The ventilator was not in use on a patient at the time of the reported event. The service engineer (se) inspected the device and could not duplicate the reported issue. The unit passed all testing and operates within the manufacturing specifications.